Event description:
Nellcor puritan bennett rec'd a call from a rep of facility on 07/29/1999. Facility called to report the following problem: all leds on, constant single tone alarm. No volume delivered.